Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. The investigation is pending completion.

Event description:
The event involved a tego® connector where a leakage during connection with a tego lock syringe while the connector was properly closed was reported. The catheter was checked for cracks or damage; it was unused there was no further leakage. There was no patient involvement reported.